Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The investigation is continuing; upon completion, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that it is possible the plunger tip was not completely seated to the capsule, per the instruction for use instructions, prior to pulling it into the sheath. The plunger tip likely caught the distal edge of the introducer sheath (since the tip was not supported by the capsule) and with the user continuing to apply force to retrieve the device, the plunger tip separated from the tube. The tip was dislodged from the wire and a snare was used to retrieve the tip to a cut-down site.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic heart valve via the left subclavian artery, as the delivery catheter system (dcs) was being withdrawn into another manufacturer's introducer sheath (cook 18fr) the dcs nose cone separated from the dcs shaft. The plunger tip caught on the distal end of the introducer sheath during removal. The tip remained on the guidewire but during attempts to snare the tip to the subclavian access site, the tip came off the wire. The nose cone was snared to the left femoral access site, where a vascular surgeon performed a cut-down and retrieved the nose cone with a forceps. The nose cone and dcs were discarded at the facility. No subsequent adverse patient effects were reported beyond the surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.